Manufacturer narrative:
Unomedical clinical evaluation: patient reported being hospitalized (B)(6) 2015 because of a heart attack; patient went to heart surgery having two stents implanted. Patient reported having trouble with elevated blood glucose (range 400 mg/dl-500mg/dl) after surgery. Patient reported that confusion between patient and hospital staff resulted in the elevated blood glucose. Patient was then hospitalized again (B)(6) 2015 and was getting a third stent implant. Patients' blood glucose was elevated (no exact readings are available) and when removing infusion set patient found cannula bent/kinked. Patient did not receive any alarm from pump. Bent/kinked cannula can lead to inadequate delivery of insulin causing blood glucose to elevate. The lot reference samples were visually inspected and tested for flow, leak and ventilation. All test results were within specifications. The batch record (B)(4) was verified and found it within specifications. Conclusion: based on the investigation and lot reference test results the claimed failure can not be confirmed. If new information becomes available the complaint will be re-opened and appropriate actions will be taken. No infusion set(s) returned to unomedica.

Event description:
Unomedical reference number: (B)(4). An adult female diabetic patient is being treated with insulin via an insulin pump and a quick-set paradigm infusion set. On (B)(6) 2015 the patient experience a heart attack and is hospitalized. Last blood glucose measurement before the heart attack is 128 mg/dl. During the hospitalisation she reports confusion between herself and hospital staff resulting in elevated blood glucose levels measured in the range between 400 - 500 mg/dl. During the hospitalization she receives two cardiac stent implants. Subsequently she is discharged to home. On (B)(6) 2015 she experience a second heart attack, this time preceded by elevated blood glucose level up to 495 mg/dl. She is re-hospitalized and receives a third cardiac stent implant. When she removes the infusion set she noticed that the cannula was bent. She did not receive any prior (occlusion) pump alarms. The patient suspects that the hyperglycemia may have triggered/caused this second heart attack. Throughout the above incidents the patient remained on pump-based insulin therapy. All infusion sets used during this time were from same lot number (# 5077076). The above is reported as two cases: a parent case (our ref: (B)(4)) concerning events at time around the first heart attack, and a child case (our ref: (B)(4)) concerning events around the time of the second heart attack.